Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, on the first firing, when the surgeon tried to fire the device after setting the device onto the tissue, the lever did not advance and the device could not fire. The procedure was completed with another device. There was no patient injury.